Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead revision was performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a3dr01, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the revision that was performed was a pocket revision and not a lead revision. The short v-v intervals seen in the device were believed to be from the surgical pocket revision. The hospital has no more concerns about this patient and have put them back on regular follow up interval. Further information received indicated that the pocket revision was due to the patient experienced painful pocket site. X-ray confirmed a implantable pulse generator (ipg) device migration. Swabs were taken, and results were negative.